Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00521 to provide additional information. The subject device was returned to omsc for evaluation. The insertion portion of the subject device was severed. In addition, the loop was caught between the hook and the coil sheath of the subject device. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the evaluation of the subject device and the similar cases in the past, it was known that the user might be unable to release the loop because the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The instruction manual of the device has already warned as follows; *do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The subject device was used to ligate the polyp. The loop did not come off the sheath. Therefore, the user could not extract the sheath from the endoscope. The user used a loop cutter and cut the loop. The user removed the loop and the sheath from the patient. The procedure was completed with another loop. There was no patient injury reported.